Event description:
Related manufacturer reference number: 2017865-2024-73296. It was reported that the patient presented with a right atrial and right ventricular lead that exhibited noise over-sensing. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.